Manufacturer narrative:
This MDR was submitted in error. The likely cause ln 04t87-30 does not have a similar product distributed in the u.s. Based upon this information, this complaint is no longer a reportable event for the u.s. And no further information will be provided. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported discrepant calcium2 results generated on the alinity c processing module on a patient. Results provided: sid (B)(6) = 10.1 / 17.8 / 15.9 mg/dl. Reference range: 8.6-10.4 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported discrepant calcium2 results generated on the alinity c processing module on a patient. Results provided: sid (B)(6) = 10.1 / 17.8 / 15.9 mg/dl. Reference range: 8.6-10.4 mg/dl. No impact to patient management was reported.